Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced a loss of consciousness and was unable to self-treat. Customer reported receiving third-party intervention by mother who provided oral glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced a loss of consciousness and was unable to self-treat. Customer reported receiving third-party intervention by mother who provided oral glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the reader and no issues were observed. The reader did not turn on with button, strip, or universal serial bus (usb) cable insertion. Connected reader to computer and software and the reader was not recognized. De-cased the reader and no issues were observed upon visual inspection. The returned reader was sent for further investigation. The reader was examined and determined that the central processing unit (cpu) was causing the libre reader to be unresponsive to a button press, strip insertion touchscreen activation, and/or activation of a new sensor. When the cpu was manually pressed against the reader¿s print circuit board (pcb), the reader powered up and passed all internal built-in self-tests. When the pressure was removed from the cpu, the reader would not power on. Since the reader worked as expected when pressure was applied to the cpu, it was determined that there was a poor connection between the cpu and pcb. Therefore, the issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.